Event description:
The hcp reported, that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule fell off of the delivery system upon removal from the patient. It was noted that the capsule trocar needle was advanced. No serious injury to the patient was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.